Event description:
Inavalid result (s). Customer had no control line or test line on cassette. She confirmed she performed the test properly but no lines showed on the test.

Manufacturer narrative:
Batch records were reviewed for final product manufacture and qc record. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. We have not found the complaint issue from the retained cassettes. Based on the investigation, root cause was unable to determined.